Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Concomitant medical products = creatinine ln unknown, lot unknown; hdl ln unknown, lot unknown, ast ln unknown, lot unknown, alt ln unknown, lot unknown; urea nitrogen ln unknown, lot unknown; alkaline phosphatase ln unknown, lot unknown; total bilirubin ln unknown, lot unknown. Correction/removal reporting number= 3002809144-01/28/20-001-c a product correction letter was issued on (B)(6) 2020 to all customers with installed alinity ci- series scm notifying them of the issues in software versions 2.6.2 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.1.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported less then linearity flags on multiple assays generated on the alinity c analyzer on four patients. Results provided: sid date assay result uom. Sid 1100380130 2/7/2020. Creatinine <0.10 mg/dl. Hdl <5 mg/dl. Ast <3 u/l. Alt <5 u/l. Urea nitrogen <3 mg/dl. Alkaline phosphatase <9 u/l. Total bilirubin <0.1 mg/dl. Sid 1100380133 2/7/2020. Creatinine <0.10 mg/dl. Hdl <5 mg/dl. Ast <3 u/l. Alt <5 u/l. Urea nitrogen <3 mg/dl. Alkaline phosphatase <9 u/l. Total bilirubin <0.1 mg/dl. Sid 1100380128 2/7/2020. Creatinine <0.10 mg/dl. Hdl <5 mg/dl. Ast <3 u/l. Alt <5 u/l. Urea nitrogen <3 mg/dl. Alkaline phosphatase <9 u/l. Total bilirubin <0.1 mg/dl. Sid 1100380135 2/7/2020. Hdl <5 mg/dl. No impact to patient management was reported. Further review determined the results could have been caused by an issue of the alinity ci-series system control module software versions 2.6.2 or earlier, where the module goes to pause when the r1 or r2 pipettor probe crashes at the wash cup and halts all the pipetting for the tests in progress.